Manufacturer narrative:
(B)(4): the customer reported a pads adapter cable failure there was no reported patient involvement. The customer was given instructions for ordering a replacement. The customer did not submit the device to philips for evaluation. Based on the customer's report, however, we will consider this to be a malfunction of the pads adapter cable.

Event description:
The customer reported a pads adapter cable failure. There was no reported patient involvement.